Event description:
It was reported that during implant surgery system diagnostics were run and the patient presented asystole. The heartbeat resumed after that. System diagnostics were repeated, and asystole occurred again. It was reported that the implant surgery was completed and that no new issues occurred. No known interventions have occurred to date.

Manufacturer narrative:
(B)(4). Device manufacturing records were reviewed. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution.